Event description:
The customer reports the device has distorted colors on the display.

Manufacturer narrative:
(B)(4). The customer reports the device has distorted colors on the display. A philips field service engineer evaluated the device and confirmed the reported complaint. The display assembly was replaced to resolve the problem. All performance tests passed and the device was put back into service. There was no reported pt involvement. We will consider this a malfunction of the display that caused the device to have distorted colors.